Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced serious bodily injuries and erosion of internal bodily tissues. No other information is available.